Event description:
Ivus catheter was defective during a pci. Prepared ivus catheter and when attempting to image, it would not connect to the tablet or image. When the catheter was in the vessel we were working on, we attempted to turn the ivus catheter on and it would not connect to image the vessel. We attempted to disconnect and reconnect it and also turned the equipment off and back on. Finally, we took it out of the patient and opened a new catheter and it functioned as normal. Contacted the rep so that they are aware of the situation with the specific catheter and lot number. Clinical site notified the manufacturer rep directly.